Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation result codes, evaluation conclusion codes

Event description:
It was reported that the patient had to return to the operating room for device exchange. Two ekos endovascular devices, 106x12cm were selected for use in a case of bilateral pulmonary embolism. Both ekos devices were placed in the operating room, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. When the ekos devices were connected to the control unit, neither ekos device worked. As a result, the patient was returned to the operating room and both ekos devices were exchanged. Due to the delay in receiving ekos ultrasound therapy, the patient condition worsened. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation result codes, evaluation conclusion codes. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ekos endovascular device, 106x12cm was visually inspected, and the infusion catheter (ic) showed no abnormalities. Measuring lengths of the ic were within specification from the distal end of the strain relief. Functional testing was completed, and no alarms were observed. The clinical observation was not confirmed.

Event description:
It was reported that the patient had to return to the operating room for device exchange. Two ekos endovascular devices, 106x12cm were selected for use in a case of bilateral pulmonary embolism. Both ekos devices were placed in the operating room, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. When the ekos devices were connected to the control unit, neither ekos device worked. As a result, the patient was returned to the operating room and both ekos devices were exchanged. Due to the delay in receiving ekos ultrasound therapy, the patient condition worsened. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient had to return to the operating room for device exchange. Two ekos endovascular devices, 106x12cm were selected for use in a case of bilateral pulmonary embolism. Both ekos devices were placed in the operating room, and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. When the ekos devices were connected to the control unit, neither ekos device worked. As a result, the patient was returned to the operating room and both ekos devices were exchanged. Due to the delay in receiving ekos ultrasound therapy, the patient conditioned worsened. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.